Event description:
After sterilization, a healthcare worker who touched sterilized devices, had a chemical burn (about 1 cm) on the end of a finger. Burn, whitish in color, lasted more than a day.the pain has gradually subsided. Healthcare worker did not seek medical assistance.